Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported events (elevator wire cut and adhesive peeling off which caused dirt to enter the lens through the gap in the distal end) were due to stress of repeated use, external factors or handling. The root cause of these events were unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the broken elevator wire and scope adhesive peeling off which caused dirt to enter the lens through the gap in the distal end.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the customer which confirmed the reported event occurred during reprocessing of a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed without delay. There was no patient harm or consequence reported as a result of the event.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera duodenovideoscope, forceps elevator wire broken. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeling off. In additional, there was a gap in the glued end and dirt entered the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, broken forceps elevator wire, light lens adhesive peeling off, gap in the glued end or dirt has entered the lens through the gap, bending angle insufficient due to elongation of the angle wire, lay of the angle knob out of the normal state due to elongation of the angle wire, collapse of the curved pipe, scratches on the insertion tube, wrinkles in the insertion tube, curved rubber bond cracked, scratches found on the tip cover, deformation of the air/water nozzle, discoloration of the operation part, scratches found on the operation part, scratches found on the switch box, scratches on the operation unit cover, scratches on the up/down left/right knob, scratches on u[p/down angle fixing lever, scratches found on the grip, forceps plug cap scraped off, scratches found on the universal cord, scratches on the scope connector side of the universal cord, scratches found on the scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.